Manufacturer narrative:
As reported, while the user attempted to advance a 5f mynx control vascular closure device (vcd) through an unknown sheath, the outer sleeve of the sealant struck the sheath hemostasis valve, causing it to split. As a result, it became difficult to fully insert the device. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. A 5fr non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be at least 5 mm, vessel tortuosity was noted as little, and no peripheral vascular disease (pvd) or calcium was present at the puncture site. The device was stored and prepped according to the IFU and was removed from the packaging as per IFU. No excess force was applied during insertion. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection showed that button 1 and button 2 were not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was partially exposed but remained mounted on the unit delivery shaft. A frayed/split/torn condition was observed on the sealant sleeves. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and was within the defined specification. The measurement was obtained using a calibrated ruler. A slit length dimensional analysis could not be performed due to the frayed/split/torn condition of the sealant sleeves. A simulated deployment test was performed to assess device functionality. The unit worked as intended, deploying the sealant and retracting the balloon. After the tension indicator was aligned by pulling in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Verification of sheath compatibility per the device IFU could not be completed because the csi was not returned for this evaluation. Additionally, the insertion/withdrawal test using a laboratory sample could not be performed due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures observed could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, while the user attempted to advance a 5f mynx control vascular closure device (vcd) through an unknown sheath, the outer sleeve of the sealant struck the sheath hemostasis valve, causing it to split. As a result, it became difficult to fully insert the device. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The device was stored and prepared according to the instructions for use. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. A 5fr non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be at least 5 mm, vessel tortuosity was noted as little, and no pvd or calcium was present at the puncture site. The device was stored and prepped according to the IFU and was removed from the packaging as per IFU. No excess force was applied during insertion. The device will be returned for evaluation. Addendum: on product evaluation the sealant was partially exposed from the sealant sleeves.